Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve into a bioprosthetic valve, another valve was successfully implanted valve-in-valve due to moderate-severe paravalvular leak (pvl) and potential aortic insufficiency. The pvl was reduced to trace-mild. It was reported that the implant depth of the first transcatheter valve was high at approximately 0-2 mm. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.